Event description:
Customer reported that the unit not turning on, no display. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain patient information; however, there was no response. If information is received at a later date, this complaint will be re-opened and update accordingly.

Event description:
Customer reported that the unit not turning on, no display. There was no patient involvement.